Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial#(B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #:(B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ) revealed that when trying to read ins get rm05 error code and get manufacture struct command and response/osiris error. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller displayed system problem rm05. Pt stated that they reset the controller and that the controller would work for awhile but then stop working; pt stated that now the controller wasn't working at all. Pt stated that this had been going on since friday. Pt confirmed that the issue occurred when they were trying to recharge the ins with the recharger (rtm) connected to the controller. Pt confirmed that there was no apparent damage to the rtm; pt noted that the rtm was fairly new as they were sent a replacement rtm about three or four months ago. Pt confirmed that the controller port and rtm connector pins seemed to be fine. Pt confirmed that there were no issues charging the controller from the power supply. Pt stated that sometimes the rtm paddle would get hot, but not real hot; pt stated that it was like skin getting hot from a heating pad; pt confirmed that the current rtm was not getting warmer then the last rtm. Patient services ( pss) had the pt attempt to recharge the ins during the call; pt saw the normal recharging screen with the controller battery at 100% and the ins battery in the red zone with recharging excellent indicated. Pt noted that the battery pack in the controller was origi nal. Pt stated that the battery pack seemed to be rough around the edges; pt stated that they had to use a screwdriver to remove the battery pack from the controller. Pt stated that it seemed like something had broken off of the battery pack. The issue was not res olved. Additional information was received from a patient (pt). The pt called back from number registered saying they got the new controller, charged the controller and went through the set up screens. Pt said they then hooked up the recharger (rtm) and the controller gave rm05 again. Pt said the controller was now charging the ins fine (controller 100%, ins 40%), and confirmed before the replacement, the controller wouldn't work to charge at all. Pt was able to continue charging throughout the duration of the call without seeing rm05. Patient services (pss) reviewed the screen may have just come up that first time, and to monitor recharging and call back if needed. Additional information was received from a manufacturer representative (rep) regarding a patient (pt). The rep reports patient had text her indicating patient received a replacement recharger, but is continuing to see rm05. Caller do not know if patient is using the replacement equipment. Suggest patient call patient services (pss). Additional information was received from a patient (pt). The pt stated that they continue to see rm05 when charging their implantable neurostimulator (ins). Pt stated that they had their rtm cord replaced 2 months ago. Pt stated that they had to cancel their week vacation because they cannot charge their ins. No symptoms were reported.